Manufacturer narrative:
(B)(4)..

Manufacturer narrative:
This event was further reviewed by an abbott vascular medical affairs director, the reviewer concluded there is no evidence that the reported deaths were device-related but they were likely procedure-related.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The death was caused by septic shock. A conclusive cause for shock could not be determined. The reported patient effects death, hospitalization, and shock, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature: failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. (B)(4).

Event description:
This is filed to report post procedure, single leaflet device attachment, septic shock and death occurred. It was reported that the mitraclip procedure was performed on unknown date to treat degenerative mitral regurgitation (mr). On clip was implanted. On unspecified date, post procedure a single leaflet device attachment (slda) occurred. On the 33rd day post procedure, the patient died due septic after complicated in-hospital course. No additional information was provided.